Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The blood leak was visually observed towards the bottom of the dialyzer. The machine, a fresenius 2008t machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and it came back positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the complaint device was returned for physical evaluation. During the gross visual exam, a broken fiber was observed at the cavity ID end at approximately 10 degrees with the dialysate ports situated at 0 degrees. There was no other damage or irregularities identified. The dialyzer was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood. The dialyzer was subjected to disassembly for further visual examination. Upon fiber bundle extraction, the broken fiber was identified. The fiber was located on the circumference of the fiber bundle and was noted to be potted on both ends of the dialyzer. The fiber consisted of two segments as it was broken. A short fiber segment was potted at approximately 10 degrees on the cavity ID end and a long segment was potted approximately 350 degrees on the non-cavity ID end with the dialysate ports at 0 degrees. Both fiber segments were viewed under magnification (20x). The fiber piece 1 measured approximately 3.5mm and the fiber piece 2 measured approximately 320.0mm. Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, loose fiber fragments, and/or kinked, looped or short fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was a mch (material containments and holds) and a rework noted on the lot regarding delamination. All discrepant products were discarded appropriately. There was no other indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.